Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the orthopedic journal of sports medicine titled ¿outcomes of glenoid labral repair using all-suture anchors¿. The study reviewed forty-three hundred seventy-two (372) patients who underwent shoulder procedures using arthrex fibertak devices. Fifty-one (51) patients were documented to have had glenohumeral instability resulting in reoperation during the twenty-four (24) month follow-up period. Ref: loeb, a. E., et al. (2025). "Outcomes of glenoid labral repair using all-suture anchors." Orthop j sports med 13(5): 23259671251338802.